Event description:
It was reported that air in device occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Upon withdrawal of the watchman flx delivery system sheath from the watchman access system, air was noted in the watchman flx delivery system for almost the entire length of the sheath. No patient complications occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman flx delivery system was returned for analysis without the closure device. The reported event of air in device was confirmed. Testing was completed by attaching a syringe filled with water and positive/negative pressure was applied with the valve open and closed. The device was unable to be flushed properly. The device not able to backflush and air could not be purged from the device. The valve was removed and microscopically examined. The silicone valve was observed to be damaged. Due to the many factors that can contribute to valve damage (such as incorrect assembly order, valve closed with too much torque, seal material not allowed enough time to outgas or cure, excessive opening or closing the valve, damage from other components, and excessive movement of core wire assembly while seal is closed) the cause could not be determined. Microscopic examination further revealed tip damage as the tri cuts were flared, and there were abrasions on the inside of the sheath tip. Overall visual inspection revealed kinks in the sheath. These observed damages were attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that air in device occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Upon withdrawal of the watchman flx delivery system sheath from the watchman access system, air was noted in the watchman flx delivery system for almost the entire length of the sheath. No patient complications occurred as a result of this event.